Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Additional manufacturer narrative: medical records indicate the edwards device was successfully implanted with no complications, and continued to properly function via a tee performed on the day of discharge (2 days prior to patient's death). Despite multiple attempts with the site and patient family, the cause of death has not been provided or established. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
Additional information has been obtained in which the serial number for this device is now known.

Event description:
It was reported that a (B)(6) male (B)(4) patient received an implant of an edwards aortic bioprosthetic valve on (B)(6) 2013, was discharged on (B)(6) 2013, then expired at home on (B)(6) 2013. The cause of death has not been provided to the healthcare provider, despite multiple attempts with the patient's family. It was learned that the patient was not hospitalized nor saw anyone between discharge and his death. He was scheduled to see his pcp on (B)(6) but died the night before. According to the wife "he was just not feeling well on (B)(6) but not anything specific, no chest pain, sob, just not "feeling right". She put him to bed and was adjusting his pillows when he just reached up for her "fell back" and stopped breathing. She did not call 911 (they live out in the country) but called her sons and a fireman that lived across the street. When he came over he stated he could feel no pulse, no breathing, and they just called the justice of the peace. Hospital records indicate transesophageal echo (tee) was performed on (B)(6) 2013 indicating no abnormalities, and the subject aortic bioprosthesis shows to be functioning properly. There has been no information to suggest a device malfunction related to this event.